Manufacturer narrative:
(B)(4). Based on the provided information, the incidents are not reportable events per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt conducted a visual and functional evaluation of the actual devices, as well as a device history review. Both devices were found to be fully functional and no leakage or manufacturing defects were observed. The failures did not occur due to malfunction and are believed to be due to misuse. (B)(4).

Event description:
Pt had a stay suture removed from a gtube inserted intraop with nissen fundo three days ago. Gtube was questionable whether it was in place after suture removed. Questionable if balloon had deflated, no fluid in balloon. Gtube stabilized and study confirmed that it was not in stomach. Clear fluid was noted out of stomach in the abdomen. Pt was taken back to the or for wash out of abdomen and placement of gtube. Five days abx for treatment. Doctors spoke with the family. First event investigation thought user error. Pt's sutures were removed by md from gtube that was placed intraoperatively 3 days prior to suture removal. G-tube came out of pt with questionable deflated balloon. Rn had been completing teaching with parents and md tried to place new gtube into gt site; however, no return of gastric contents; hence,took it back out. When took it out, omentum came out through wound. Given this fact, pt went emergently back to operating room for laparoscopy to eval and then place new gtube in stomach. Lengthy discussion with the parents about this and what would be required was completed. Pt placed on 3 day antibiotics and went back to baseline. Originally did not think equipment malfunction or defect based on discussion; therefore, not reported but did send back to company to evaluate when the second event occurred approximately 3 weeks later. With second event, we questioned tube defect or malfunction. Both devices went back to the manufacturer and report provided. Manufacturer came in to discuss with general surgery and worked with education department to reeducate staff and see if there were any questions.